Event description:
It was reported that when the device was used during an unknown procedure, it produced clinging staples. It is unknown how the case was completed or if there were consequences to the patient.